Event description:
It was reported that the customer experienced an altitude alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and replace the cartridge, but the alarm persisted. As a result, technical support decided to send a replacement pump and cartridge. The customer was guided to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. They were informed about the availability of training for the new pump and were asked to return the faulty pump to tandem using a prepaid label.